Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer discovered fibrin in the patient's sample. The customer's calibration results were ok. The customer qc results on the date of the event and the system alarm trace were requested but not provided. The field service engineer replaced various parts and performed system adjustments. He ran multiple assay precision checks with passing results. After service, the customer did not report any further issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient tested on a cobas 6000 c (501) module. On (B)(6) 2021, the customer confirmed a field service engineer worked on the analyzer. The patient's initial result was not reported outside the laboratory. The customer performed a repeat measurement on the same analyzer due to being suspicious of the "extremely low" calcium result. At 13:21, the patient's initial result was 4.1 mg/dl. At 13:44, the patient's repeat result was 8.4 mg/dl. The customer determined the repeat result was correct. The calcium reagent lot number was 531353 with an expiration date of 30-apr-2022.